Manufacturer narrative:
The lead was returned with no reported event. As received, a partial distal portion of the lead was returned in one piece. An external insulation abrasion was found at the distal region of the lead, breaching the outer insulation layer and exposing the outer coil. The cause of the external insulation abrasion was consistent with friction to another device or feature of the patient anatomy.

Event description:
New information notes that there was no reported event on the device, and that the damage on the lead is likely due to friction against another device or against patient anatomy.

Event description:
It was reported that a patient presented for an upgrade procedure on (B)(6) 2021. It was noted that the patient¿s right atrial lead had been damaged during a previous maze procedure, causing high capture thresholds. The physician elected to explant and replace the lead during the upgrade procedure. There were no patient consequences.